Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - if possible, could you kindly provide the lot number for the 1696g involved, please? --the lot number for the 1696g involved is unknown h3 investigational summary: the product was returned to ethicon for evaluation. One used needle and one suture piece were received for analysis. Product code 1696g. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant could be observed. The suture piece was examined, and the insertion mark was not noted on the ends. Due to conditions of the returned sample, it is not possible to determine the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.